Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Manufacturer narrative:
The customer could not identify the equipment involved in the matter. Therefore, the fse could not test any equipment when onsite. It was reported that the telemetry patient experienced a run of vtach and no alarm was generated at 07:40 a.m. On (B)(6) 2014. This was discovered when the nurses did a retrospective arrhythmia analysis the same day. Patient retrospective data for this event was provided by the customer and evaluated by a spacelabs software lead engineer. While the complaint description indicated the patient was on telemetry, there is a respiration waveform present in the patient data that was provided for the time of the event. Spacelabs telemetry does not support respiration monitoring; therefore, this patient must have been connected to a bedside monitor. The equipment in use for this customer at the time of the event was bedside monitor model 91393 with command module model 91496 and not telemetry as originally reported. In the alarm history section of the patient¿s retrospective data, there is a vtach alarm at 07:39:44 on (B)(6) 2014 which confirms the monitor did correctly alarm. This was a high priority alarm that lasted 18 seconds. This supplemental report is considered final and the issue closed. H3 other text : placeholder

Event description:
Spacelabs received a report that a telemetry patient with transmitter model 91343, receiver module model 90478 and central monitor model 91387-38 failed to alarm for ventricular tachycardia (vtach) on (B)(6) 2014 at 07:40 a.m. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on ventricular tachycardia (vtach). No one was injured as a result of this event.